Manufacturer narrative:
H6: the device, intended for use in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, responses to the clinical requests were not provided; however, per complaint details, a revision was performed due to ¿a dislodged poly¿ which was implanted ¿over 10 years ago¿. Reportedly, the size of explanted poly remains unknown as the ¿numbers were worn away¿. It was communicated that no further information was available. Based on the information provided, the clinical root cause could not be definitively concluded. There was no report of surgical delay or patient injury; therefore, no further patient impact would be anticipated. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Potential causes could include but are not limited to friction, joint tightness or lifetime of device. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to or with a dislodged poly. When the knee was opened, the post was sheared off. This knee was put in over 10 years ago. A new 3-4 15mm ps hi-flex xlpe poly was put back in. The exact size of the poly that was removed is unknown because numbers were worn away.